Event description:
It was reported that after pre-dilatation was performed, a stent was deployed without difficulty in the internal ventricular artery (iva). Then an attempt was made to advance the rx vision stent delivery system (sds) through the first stent already deployed. The second stent dislodged and became separated from the balloon. A balloon catheter was used to capture the separated stent and it was deployed distal to the first one. Reportedly, there were no pt effects.